Event description:
It was reported to philips that the allura device movements were unavailable. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and re-calibrated the stand. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred when the system was used for planned treatment/non-emergency treatment and the treatment completed as planned by restarting the system. The field service engineer (fse) examined the system onsite and confirmed that there was a problem with the geometry movement. Upon functional testing fse found that the c-arm movement issue. Fse tried to restart but issue was not resolve. The fse performed current calibration. After performing current calibration, the system was return to use in good working order. The codes were updated based on the investigation outcome.